Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on 01/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/20/2015 with the following findings: the threads of the returned battery cap were observed to be damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was able to power on with the returned battery cap installed. The following findings are unrelated to this issue: evidence of a 'time and date reset' issue was observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was observed to be leaking; this device failure caused the 'time and date reset' issue. (B)(6)